Event description:
In a follow up, the surgeon verified the outcome was excellent.

Manufacturer narrative:
Corrected data: in the initial report the date rec¿d by MFR date should have been 21-feb-2019. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A photo was provide of the used device being held by an ungloved hand. The view is from the bottom of the device with the serial number visible. Viscoelastic is observed. The plunger is oriented correctly. The plunger has been retracted to mid-nozzle. No device damage or abnormalities can be observed in the photo. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the safety function of the product malfunctioned causing the lens injection to be too fast and uncontrolled resulting in a tear of the posterior capsule bag. The lens was implanted into the sulcus area. The patient was stable postoperatively, although the final refractive result was still uncertain. Additional information was requested.